Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Manufacturer narrative:
(B)(4). The analysis found that one (B)(4) device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as no cartridge was received for analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. The device (echelon flex) had just launched in (B)(4) 2010.

Event description:
It was reported that during a lobectomy procedure, there was no feedback at the third stroke of the third firing. The manual knife reverse switch was used to release the jaw. The staples were unformed. Reinforcement product was not used. Another device was used to complete the procedure. There were no adverse consequences for the patient.